Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. The investigation determined the reported material deformation and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b7: updated from ni to "the account contact declined to provide missing patient information due to hospital policy". D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.75x28mm xience sierra stent delivery system (sds) failed to cross and treat the in-stent restenosis. It was noted during removal of the sds that resistance was met and the struts of the stent were boned away (flared). Another 2.75x28mm xience sierra was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.